Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4) which was returned for routine maintenance, the monitor failed the pulse test. It was discovered that resistor r46 was thermally damaged. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. As received, the monitor failed a pulse test due to discharge resistor r46 being thermally damaged. The source of the thermal damage to r46 could not be positively identified. No adverse event resulted from the defective r46 resistor. The last patient to use this monitor did not report any problems.